Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not available.

Event description:
It was reported that stent moved on balloon. A 2.75 x 12mm synergy xd drug-eluting stent was selected for use. During preparation, the stent was observed to be not crimped onto the balloon therefore the stent was not used. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not available. Device evaluated by MFR.: synergy xd mr ous 2.75 x 12mm stent delivery system was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. No issues were noted along the shaft of the device. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic examination of the stent identified a single stent strut lifted at the proximal end of the stent. No signs of movement, the stent was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent moved on balloon. A 2.75 x 12mm synergy xd drug-eluting stent was selected for use. During preparation, the stent was observed to be not crimped onto the balloon therefore the stent was not used. No patient complications were reported.